Event description:
A solex 7 catheter was inserted into the patient's subclavian vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 35.8 °c, and the target temperature was set at 34.0 °c. After about 10 minutes, the user observed blood in the start-up kit (suk) tubing. There were no traces of fluid on the console, patient's bed, or the floor. Catheter leak was suspected. The amount of saline infusion into the patient's bloodstream is unknown. The catheter was removed, and a second solex 7 catheter was inserted. After about 10 minutes, the same issue was observed again, and the second catheter was also removed. There was no device malfunction reported on the thermogard console; however, the user elected to complete the treatment with an alternative method. No consequences or impact to the patient.the two catheters with lot numbers 86588 and 85528 were used during the patient treatment; however, it is unknown which catheter was used first.please see the following related MFR report:MFR # 3010617000-2020-00712 for the solex 7 catheter (lot # 86588)

Manufacturer narrative:
The reported complaint of the leaking solex 7 catheter (lot # 85528) was confirmed during the visual inspection. Blood clog accumulation was observed in the out luer tubing, and blood was observed inside the serpentine balloon of the returned catheter; this typically is indicative of a leak somewhere in the catheter. Specific location or type of leak is undetermined due to the condition in which the catheter was received. Upon visual inspection of the returned catheter, blood residue was noted on the serpentine balloon as well as the medial and out luer tubings. Also, it was noted that a medical thread was tied around the manifold and catheter shaft. In addition, the catheter was received with a syringe with needle inserted into the in luer port. The needle caused damage/tear on the in lumen, located at 2 cm away from the distal end of the in luer tubing. The observed damage is unrelated to the reported complaint and is attributed to user mishandling. The user should not have inserted a needle into the catheter in luer to deflate the serpentine balloon prior to the removal of the catheter. Zoll's instruction for use (IFU) indicate how to remove a solex 7 catheter, the user should attach a 20 cc or 25 cc syringe to the catheter in luer. Pull and hold a vacuum for 15 seconds to allow residual saline to be removed from the catheter balloon section prior to starting to remove the catheter. During the functional leak test, all lumens were flushed without resistance, except for the in/out luer port due to the in luer tubing damage and due to blood clogged in the out luer tubings. Unable to perform functional pressure leak test due to the condition in which the catheter was received. Historical complaints were reviewed for related complaints, and there was no similar complaint reported for solex 7 catheter lot number 85528. The patient tolerated temperature management well. Because there were no signs of web bed or floor, seems that maximum amount of sterile saline entered into the patient's vasculature was 200-300 ml from a close circle due to a hole. Infusion of such amount likely did not contribute to patient's death. It is known that administration of sterile saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with the customer, there was no patient's effect attributed zoll catheter.

Manufacturer narrative:
The reported complaint of the leaking solex 7 catheter (lot # 85528) was confirmed during the visual inspection. Blood clog accumulation was observed in the out luered tubing, and blood was observed inside the serpentine balloon of the returned catheter; this typically is indicative of a leak somewhere in the catheter. Specific location or type of leak is undetermined due to the condition in which the catheter was received. Upon visual inspection of the returned catheter, blood residue was noted on the serpentine balloon as well as the medial and out luered tubings. Also, it was noted that a medical thread was tied around the manifold and catheter shaft. In addition, the catheter was received with a syringe with needle being inserted into the in luered port. The needle caused damage/tear on the in lumen, located at 2 cm away from the distal end of the in luered tubing. The observed damage is unrelated to the reported complaint and is attributed to user error. The user should not have inserted a needle into the catheter in luer to deflate the serpentine balloon prior to the removal of the catheter. As per zoll's instruction for use (IFU), to remove a solex 7 catheter, the user should attach a 20 cc or 25 cc syringe to the catheter in luer. Pull and hold a vacuum for 15 seconds to allow residual saline to be removed from the catheter balloon section prior to starting to remove the catheter. During the functional leak test, all lumens were flushed without resistance, except for the in/out luer port due to the in luered tubing damage and due to blood clogged in the out luered tubings. Unable to perform functional pressure leak test due to the condition in which the catheter was received. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for solex 7 catheter lot number 85528.

Event description:
A (B)(6)-year-old male patient underwent ivtm therapy after cardiac arrest. A solex 7 catheter was inserted into the patient's subclavian vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 35.8 °c. The target temperature was set at 34.0 °c at the max rate. About 10 minutes after the initiation of the treatment, the user noticed blood in the start-up kit (suk) tubing. There were no traces of fluid observed on the console, patient's bed, or the floor. Catheter leak was suspected. The amount of saline infusion into the patient's bloodstream is unknown. The catheter was removed, and a second solex 7 catheter was inserted. However, after about 10 minutes, the same issue was observed. The second catheter was also removed. There was no device malfunction reported on the thermogard console; however, the customer elected to complete the patient treatment using an alternative method. No consequences or impact to the patient. The two catheters with lot numbers 86558 and 85528 were used during the patient treatment; however, it is unknown which catheter was used first. Please see the following related MFR report: MFR # 3010617000-2020-00712 for the solex 7 catheter (lot # 86558).